Event description:
It was reported that an asymptomatic patient presented for a right ventricular lead revision due to high capture thresholds. The patient has competitive pacemaker. The lead was capped and replaced on (B)(6)2018. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, only the connector portion of the lead measuring 19.9 cm was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual examination did not find any anomalies with the exception of damages consistent with procedural damage.